Manufacturer narrative:
Zimvie complaint number (B)(4). Concomitant medical products: item number is bnss511, item name is 3i t3â® with dcdâ® non-platform switched parallel walled implant 5 x 11.5mm, item lot number is 2017051119.

Event description:
It was reported that the abutment screw fractured resulting in implant removal. A new implant will be placed in the future.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one (1) 3i t3â® with dcdâ® non-platform switched parallel walled implant 5 x 11.5mm (bnss511) and one (1) unknown biomet abutment screw were returned for investigation. Visual evaluation of the as returned implant identified fractured screw inside implant and bone residue attached on the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing condition noted on the per was low bone density (type IV). The reported devices were in tooth location 46 (fdi) and were used for approximately 3 years, 11 months. Device history record (DHR) and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured screw within the implant.

Event description:
No further event information is available at the time of this report.